Event description:
Complainant alleged that during incoming inspection of the product, the device had no display and did not appear to power up correctly. There was no pt involvement during the reported malfunction.